Manufacturer narrative:
The technician replaced utv circuit board to repair the bed.

Event description:
Information received indicates the bed exit wouldn't send a signal to the nurse call alarm but it alarmed at the bed.